Manufacturer narrative:
During failure analysis, the reported event of the device running without activation was confirmed. The potential cause of the device was running in safe mode is due to a bent needle valve and a loose lever assembly. A bent needle valve can stick and cause the drill to continue running. A loose lever assembly can prevent the safety switch from being engaged, causing the device to run in safe mode.

Event description:
It was reported that the maestro drill with handswitch was running without user activation when attached to the foot pedal during setup for a procedure at the user facility. The maestro drill with handswitch ran without user activation when tested with multiple foot pedals. It was also reported that the foot pedal was tested with other handpieces and it was determined not to be contributing to the failure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully. After return to the manufacturing facility, it was reported that during testing the device ran in safe mode as soon as it was plugged in and would not turn off.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
It was reported that the maestro drill with handswitch was running without user activation when attached to the foot pedal during setup for a procedure at the user facility. The maestro drill with handswitch ran without user activation when tested with multiple foot pedals. It was also reported that the foot pedal was tested with other handpieces and it was determined not to be contributing to the failure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully. After return to the manufacturing facility, it was reported that during testing the device ran in safe mode as soon as it was plugged in and would not turn off.